Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1947. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102438) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "after using the philips respironics dreamstation CPAP for almost 2 months nightly for at least 6 hours a night, I started having severe congestion in the morning after waking up. The sinus congestion was so severe that I was unable to breathe causing gasping for breath and eventually vomiting. This occurred daily for almost 2 weeks until I was informed to stop using the philips respironics dreamstation CPAP due to the recall due to toxic chemicals and foam. I have discontinued using the device but still have some episodes of congestion and vomiting even after getting decongestion medicine from my doctor". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention.the device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.